Event description:
This is a follow-up for the initially filed MDR (3006575795-2019-00025).

Manufacturer narrative:
The affected pump returned from the customer was tested by the service provider. Zyno medical received the evaluation report from the service provider on 11/22/2019. The reported "flow rate" issue couldn't be repeated. The pump passed the test, and the flow rate was within specification. The complaint couldn't be confirmed.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected pump to perform the investigation.

Event description:
On 8/22/2019, a distributor of zyno medical reported a flow rate issue of the pump. A user facility representative contacted the distributor on 8/22/2019, stating that "pump (B)(4) was infusing too quickly." She stated "sometimes it says there's more in the bag than there actually is." She also stated that "sometimes the pump would complete an infusion and there would still be a significant amount of medication left in the bag." Medication used was gammaked. A patient was involved, but there was no harm. The device operator was a registered nurse.